Manufacturer narrative:
The device received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with a note from the nurses indicating that the "pump battery was failing and they needed a new lead cover". No specific pt info, pump programming, or event details were provided. During testing at the user facility, the device intermittently did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.